Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (af) ablation procedure with a thermocool smarttouch sf and a octaray mapping catheter which the physician considered to have excessive charring. During an af ablation, there were a few spikes on impedance during ablation. At the end of the case, it was noted char on the tip of the ablation and mapping catheter. The char was noted at the end of the case. No changes of catheters during the procedure. The physician commented excessive charring is rare and asked for the patient to have a neurological assessment to be done after the procedure. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed that one of the spines was bent with internal components exposed. No char, sharp edges, or other anomalies on the device were observed. Then, since the device was not irrigating, further investigation was performed and it was noticed that the irrigation tube was folded at tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported could not be replicated during the investigation. Other circumstances may have affected device performance. The instructions for use (IFU) contain the following recommendations: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. The conditions observed on the spine and the irrigation tube were not originally reported and they are not related to the event reported. The potential cause may be related to improper manipulation of the device. However, this cannot be conclusively determined. The IFU states: do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. Do not pre-bend the catheter. Flush the catheter with heparinized normal saline prior insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the bent spline with internal components exposed identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the folded irrigation tube identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported char. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-may-2025, additional information was received indicating the diagnostic catheter was in close proximity to/in contact with the ablation catheter during ablation a few times. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (af) ablation procedure with a thermocool smarttouch sf and a octaray mapping catheter which the physician considered to have excessive charring. During an af ablation, there were a few spikes on impedance during ablation. At the end of the case, it was noted char on the tip of the ablation and mapping catheter. The char was noted at the end of the case. No changes of catheters during the procedure. Additional information received indicated high impedance error occurred a few times but there were no errors with temperature or flow. The patient was on heparin and activated clotting time (act) always above 350 throughout the procedure. The correct catheter settings selected on the generator and contact force did not exceed 40 grams for any extended period of time. The physician commented excessive charring is rare and asked for the patient to have a neurological assessment to be done after the procedure. The patient has not exhibited any neurological symptoms since the procedure was completed.